Event description:
Index surgery date is unknown. Index surgery consisted of a 13 level (t2-l4) posterior pedicle fixation from an unknown manufacturer. Index surgery follow-up date is unknown. Patient follow-up determined an unknown failure with unknown "pedicle" fixation system. Revision surgery was performed in (B)(6) 2018 to remove instrumentation (t2-l4) and re-instrumentation using seaspine pedicle fixation system. Revision patient follow-up in (B)(6) 2018 observed set screw disengagement and rod disengagement on radiograph. Revision surgery on seaspine pedicle fixation system is not scheduled and the surgeon will continue to monitor the patient's progress.

Manufacturer narrative:
Images received, confirming the event, displayed disengaged set screws at distal end of construct and rod disengaging from tulip. Model number was confirmed through case sheet provided. A lot number was not provided, so a device history review and product investigation cannot be completed. Product remains in-situ. Review of labeling notes: intra-operative warnings: if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Manufacturer narrative:
Images received, confirming the event, displayed disengaged set screws at distal end of construct and rod disengaging from tulip. Model number was confirmed through case sheet provided. A lot number was not provided, so a device history review and product investigation cannot be completed. Product remains in-situ. Review of labeling notes: intra-operative warnings: if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors. The root cause of this event cannot be determined. No conclusions can be drawn.

Event description:
Index surgery date is unknown. Index surgery consisted of a 13 level (t2-l4) posterior pedicle fixation from an unknown manufacturer. Index surgery follow-up date is unknown. Patient follow-up determined an unknown failure with unknown pedicale fixation system. Revision surgery was performed in (B)(6) 2018 to remove instrumentation (t2-l4) and re-instrumentation using seaspine pedicle fixation system. Revision patient follow-up in (B)(6) 2018 observed set screw disengagement and rod disengagement on radiograph. Revision surgery on seaspine pedicle fixation system is not scheduled and the surgeon will continue to monitor the patient's progress.